Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, during the case the patient went into a complete heart block, hence, the extraction was abandoned. The physician felt that the pocket infection was not severe enough to warrant an extraction and did not want to risk more infection by placing a temporary wire. The physician verified that the source of infection could be the hemodialysis catheter on the right side of the patient¿s chest that was more infected and deeper in the tissues. The patient was put on antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.